Event description:
Our rep reports that it was reported to him that a versalok anchor pulled out of the bone hole post operatively. A re-surgery was performed in 2008 to remedy the issue. The surgeon removed the loose device, drilled another bone hole and deployed a spiralok anchor for fixation. The re-repair was concluded successfully without further incident or harm to the pt. The user facility discarded the complaint device, and they cannot supply the lot #.

Manufacturer narrative:
We are at this point in time in the info gathering mode. When we have rec'd all that is made available, that info will be evaluated and reflected in the f/u report.